Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed the complainant's experience of fragmentation of the cannula tip. The missing fragment from the cannula was returned with the event unit. It is likely that the cannula tip fragmentation was caused by a combination of lipid exposure and force applied to the distal tip of the cannula during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lavh. Event description: the event occurred at 4pm on (B)(6). The trocar was unpacked and assembled. The doctor proceeded to do a direct entry with the trocar. The camera was inserted into the obturator and he proceeded with the first entry. After gaining access to the abdominal cavity they removed the obturator and inflated the balloon with 5cc of air and pulled back on the sleeve and slid the retention disc down toward the skin. They then placed the camera scope down the trocar to look around the abdomen. They then noticed a part of the end of the sleeve has broken off and was sitting in the abdominal cavity. Then the cff33 was used during the case with all aspects functioning correctly. Confirmed that product code cff73 was incorrectly typed on the initial cer form it should be cff33. Surgeon supplied 5 photos of product. Additional information received by email at 11.13am on may 30, 2017 from territory manager: the fracture occurred at the tip of the cannula under the balloon. The break was a clean break and no particulation occurred. They retrieved the piece and checked to see if it matched the break. The break was clean and the piece fit into the break. After further discussion with doctor he advised the break happened at the start of the case. They also used the cff03 and he thinks the end of the 5mm trocar may of hit the end of the cff33 upon insertion. The cff03 was placed central to the patient and was aimed towards the head. He did not see it happen on the camera or screen. They then proceeded to place 2 more cff03 on either side. No other instruments were used during port placement. The piece was identified and removed using a grasper before they started manipulating the organs and proceeding with the operation. Type of intervention: they were then able to retrieve the broken piece of the trocar. Patient status: no harm or problems with the patient or the procedure.